Event description:
On (B)(6), 2012 a territory manager reported that the vns patient had his vns device explanted on (B)(6), 2012 due to a post-operative infection. It was reported to have nothing to do with vns; the patient picked at the wound. The patient will likely be re-implanted in 3 months. It was later reported that the patient had recently undergone a battery replacement on (B)(6), 2012 and the date the infection was first identified was unknown as the patient's mother took the patient to see his general practitioner first and the hospital wasn't informed until after his check-up two weeks later. During this check-up they saw the chest wound was infected and they believed it was due to the patient picking the wound. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution. The explanted devices were returned to the manufacturer for product analysis but they have not yet been received by the manufacturer.

Event description:
Additional information was received on (B)(4) 2012, when the explanted generator and lead were returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received that patient had a new lead and generator implanted on (B)(6) 2014 after the full system was removed in (B)(6) 2012 due to wound infection. It was reported that the lead impedance value of the new vns system was within normal limits.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted lead. A portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Product analysis on the generator was completed on (B)(6) 2012. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.